Event description:
It was reported that there was a shocking or jolting sensation. The caller stated that when they lay down they felt shocking. The caller also stated that they turned stimulation off when they went to bed. It was noted that this had been occurring since implant. The caller mentioned that they could not feel stimulation when they were up and walking around, but could at night or when talking. The caller noted that the initial settings were ¿so high¿ that they swelled between the legs and could not urinate. The patient noted that they had an appointment with an individual on (B)(6) 2014, but the aforementioned individual was unable to meet with the patient on that date. The caller noted that they used to have group a and group b, but now had just two programs under group a. The caller noted that these programs were 2.80v and 3.30v. The caller was redirected to the patient¿s healthcare professional (hcp). The patient inquired if they should go to the hcp that conducted the trial or the one that conducted the permanent implant. It was noted that the caller ended the call abruptly. Additional information was requested, but was not available at the date of this report.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy and was working with their doctor or manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient's complaint was not device related. It was reported there were no malfunctions seen and the patient was receiving effective therapy at the time of report. It was noted the patient had an appointment on (B)(6) 2014 for an adjustment to optimize therapy. It was further noted the patient had appointments on (B)(6) 2014 for reprogramming.